Event description:
The customer contacted beckman coulter, inc. (Bci) to report that incorrect patient information for a single patient specimen was uploaded from a unicel dxh 800 coulter cellular analysis system to a middleware data manager. The incorrect patient information consisted of an incorrect patient identification and incorrect patient name for a single patient. No misidentification occurred on the specimen identification (specimen ID #(B)(4)). The incorrect patient information was identified after upload of the patient results from the unicel dxh 800 coulter cellular analysis system to the middleware data manager and was detected during manual review of the patient results. No erroneous results were reported out of the laboratory. There was no report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. The specimen was re-assayed on another unicel dxh 800 coulter cellular analysis system in the laboratory. The correct patient information was uploaded. A definitive root cause has not yet been determined for this event.

Manufacturer narrative:
Method: manual verification of patient information.result: erroneous patient information.conclusion: a definitive root cause has not yet been determined for this event.